Event description:
Call received from the home IV nurse stating that she was at the patient's home to disconnect the patient from his pump. Pump read empty, patient was disconnected and then the nurse realized none or little of the intended med had been infused. Patient came to the clinic with his pump and the uninfused bag of chemo in the (B)(6) bag. Med discarded and covering physician made aware. Patient aware, no readministration of medication at this time.